Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) was insufficient to establish whether a device deficiency contributed to this event. However, review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no device deficiency or manufacturing related root cause could be identified. The hospital rated the outcome as not device related but procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a type ii perforation in the mid lad. Post rotablation, a balloon rupture was causing the perforation. First, a balloon dilatation was performed to stop the bleeding. Subsequently, the pkp was used but despite using a 7f guideliner the device was unable to be advanced. The device was retrieved. After removal, it was detected that the stent was half way off the balloon. Another pk papyrus was used. It was reported that eight days post procedure the patient passed away, but the death was not related to the pk papyrus.